Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2012 and suture was used. The needle pulled off of the suture. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): representative samples were returned and tested for needle pull tensile strength and did not meet the requirements.